Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device with the note alarm 01 - air in the line. They would like to troubleshoot. Sn # (B)(6). Forwarded to ts for proper handling.

Manufacturer narrative:
The reported issue was unconfirmed. At this time, the root cause of the reported event could not be determined. The reported event is unconfirmed the risk review is not required. The reported event is unconfirmed, labeling/packaging review is not required. The reported event is unconfirmed, DHR review is not required. UDI format updated with available product information per gudid.

Event description:
It was reported that the biomed had the arctic sun device with the note alarm 01 - air in the line. They would like to troubleshoot. Sn #(B)(6). Forwarded to ts for proper handling. Per follow up information received via task on (B)(6) 2025, spoke with biomed, who noted the device passed a functional check without issue and had been returned to service. They stated it was likely a pad or user issue at the time of therapy. They were unsure where the device came from.